Event description:
A 3.0mm diameter x 18mm length endeavor rapid exchange (rx) drug-eluting coronary stent was deployed in a pt with no issue reported. The target lesion was located in the prox-mid lad and was pre-dilated. During procedure, one other endeavor rx stent was deployed to target lesion with overlapping (MFR #2953200-2010-01363). It was reported that the procedure was completed with confirmation of complete apposition of the stents. However, it was reported that approx 3 months post implant ischemic stroke developed. Communication from the field reported that the pt remained impaired. It was reported that there was no relationship between the event and the relevant device or the procedure.

Manufacturer narrative:
(B)(4): evaluation results: (several co morbidities); (cva). Conclusion: (several co morbidities).